Manufacturer narrative:
The catheter was received with the contamination shield attached to catheter; the proximal end was approximately 94cm from the tip. The thermistor was submerged in a 37.0c water bath and read 37.2c on both vigilance I and ii monitors. The catheter ran cco in 37.0c static water bath on vigilance ii monitor with no error messages. When the catheter ran cco in 37.0c static water bath on vigilance I monitors, after 3 minutes it showed "fault cco: check thermal filament position" error. According to the operator's manual for vigilance I monitor, possible causes for this message include the following: "flow around thermal filament may be reduced. Blood temperature too warm. Catheter not in patient." These error messages can be expected during testing in a static water bath. No visible inconsistencies were observed on eeprom data. The thermistor and thermal filament circuit were continuous. There were no open or intermittent conditions. Both thermistor and thermal filament connectors were opened with no visible inconsistencies. The balloon inflated clearly and concentrically and remained inflated for 5 minutes without leakage. All through lumens were tested for patency and leakage and all through lumens were found patent without any leakage or occlusion. No visible damage was observed from the catheter body or returned monoject 1.5cc limited volume syringe. Visual examination was performed under 10x magnification. The complaint could not be confirmed during testing; no product problems were identified. It is not known if some procedural factors may have contributed to this event. No actions will be taken at this time. The lot number was not provided; therefore, a device history record review could not be performed.

Event description:
It was reported that the thermistor appeared to be faulty as the accuracy of the cco was questioned. The cables and cco box were exchanged with known "good" equipment. The nurse had to continually reset the cco to obtain readings. Biomedical engineering did not provide direct troubleshooting support.